Manufacturer narrative:
(B)(6). Results: photos were inspected and evaluated showing defect. One sample was received and evaluated. Bd was able to duplicate or confirm the customer¿s indicated failure mode. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5120651. Conclusion: CAPA (B)(4) has been initiated to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that blood was clotting in the 13x75 mm 2.0 ml bd vacutainer® tube with dipotassium edta. No serious injury or medical intervention reported.